Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The sample was discarded by the user facility. Based on the info rec'd, the results are inconclusive and the root cause of the event is unk. The info for use for this device states: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported during an attempt to deploy a vena cava filter, via a femoral approach, the dr had difficulty deploying the filter. The arms deployed, but the feet seemed to be hooked on the spline. After several attempts, the filter did deploy. No injury to the pt.